Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the patient had develop sepsis and a peripherally inserted central catheter (PICC or pic line). There were no additional adverse patient effects were reported. The patient was treated with antibiotics and the product remained in service.